Event description:
According to rptr this lot of gloves was faulty. Physicians and staff members alike found that the bottom of the gloves ripped off when they were donned. Not only was this a potential hazard for protection of staff, but it was also not cost-effective to discard as many gloves as they did in this lot. There was also a problem with leaking of bcg through the fingers of the gloves.